Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). When the was was advanced into the left atrium and the was dilator was removed, st segment elevation occurred and the patient began coughing. A coronary angiogram was performed and an air embolism was identified in the distal right coronary artery. The air embolism was aspirated and the patient returned to sinus rhythm. The laa closure procedure was aborted. Following recovery the patient was stable and responsive. Computed tomography (CT) results were inconclusive for the possibility of stroke as no major defect was detected. The patient was transferred to a second healthcare facility for hyperbaric oxygen treatment.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman fxd curve access system (was) with the dilator outside the sheath. The hub, sheath, and device tip were visually and microscopically inspected. No device damage or defects were identified. Product analysis could not confirm the reported air embolism as clinical circumstances could not be recreated.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). When the was was advanced into the left atrium and the was dilator was removed, st segment elevation occurred and the patient began coughing. A coronary angiogram was performed and an air embolism was identified in the distal right coronary artery. The air embolism was aspirated and the patient returned to sinus rhythm. The laa closure procedure was aborted. Following recovery the patient was stable and responsive. Computed tomography (CT) results were inconclusive for the possibility of stroke as no major defect was detected. The patient was transferred to a second healthcare facility for hyperbaric oxygen treatment.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). When the was was advanced into the left atrium and the was dilator was removed, st segment elevation occurred and the patient began coughing. A coronary angiogram was performed and an air embolism was identified in the distal right coronary artery. The air embolism was aspirated and the patient returned to sinus rhythm. The laa closure procedure was aborted. Following recovery the patient was stable and responsive. Computed tomography (CT) results were inconclusive for the possibility of stroke as no major defect was detected. The patient was transferred to a second healthcare facility for hyperbaric oxygen treatment.